Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 99.07% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there had been gradually increasing left ventricular thresholds which impacted device longevity. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.